Manufacturer narrative:
Device was returned for evaluation. Complaint was not verified, as device was not evaluated for reported malfunction of not alarming due to sieve bed contamination. Device was scrapped, as the device was beyond repair due to sieve bed contamination.

Event description:
Provider states the unit has no audible alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit has no audible alarm.